Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital with a hematoma at the device pocket. The patient was hospitalized for a pocket revision, where the device was moved sub-muscular. New defibrillation threshold (dft) testing was performed after the revision and was successful at 65 joules. The cause of the hematoma was later determined to be pocket erosion with initial cutaneous decubitus. The device remains implanted and in service. No additional adverse patient effects were reported. (B)(6) study.